Event description:
Device report from (B)(4) reported a plate broke post operatively. Pt with fracture of femur diaphysis; osteosynthesis material (condylar plate) broke 6 months after surgery. Pt required a second surgery due to a distal femur nonunion. This is the second of two reports for this event.

Manufacturer narrative:
Device received at synthes (B)(4) and is in the eval process, no conclusion has been drawn.